Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent was reported via phone call that, the customer had high blood glucose of 440 mg/dl and 375 mg/dl. Customer reported regarding the son¿s sensor. Last two sensor only lasted 5 days. Currently do not have enough supplies. Went to bed with sensor updating, had a feeling running a little high. Customer went back to bed, sensor updating 3 hours, by error change sensor. Customer has experienced behavior for more than 3 hours. Customer treated high blood glucose with insulin pump. Customer declined to troubleshoot the high blood glucose. The insulin pump will be returned for analysis.